Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she wore the pump in her bra with loose underwire. The customer mentioned scratches on the pump screen and she cannot read the insulin indicator. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.